Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a display (balnak display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings:on investigation, the alleged blank display issue was duplicated. The pump powered up to a blank screen with auditory and vibratory features. The remaining testing was not performed due to the blank display issue. A clear and legible display was restored when the pump screen was replaced with a test screen. Investigation determined that there was a failed display connector wire. Unrelated to the complaint, a battery compartment crack was found below the grip pad.